Event description:
A patient underwent thrombectomy & atherectomy procedure. It was reported that during a recanalization procedure, patient allegedly experienced bleeding through the endotracheal tube. It was further reported that open procedure was decided to perform for the patient to stop the bleeding. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible. No physical sample or pictures, videos were received. The report contains insufficient information regarding procedure in the pulmonary vessel with aspirex that resulted in bleeding and surgical intervention afterwards. There was no report of the device malfunction. This event could be identified as off label use of the device. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.